Manufacturer narrative:
The device pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the handle broke off a telescope, 10 mm, 90°, autoclavable. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation discovered the following: 1.) The connection is broken at the weld. 2.) Distally there are severe dents in the outer tube. 3.) Normal signs of use were noted on the telescope, which are corresponding to the age. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive/frequent use and/or unsuited/inappropriate handling and/or the apply of external force (dropped, impact or shock). Olympus will continue to monitor field performance for this device.